Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructing the caller on how to return the problematic pump using the provided materials and protocols. The caller was informed about setting up the replacement pump, including programming the settings and connecting their continuous glucose monitor (cgm). The caller understood and acknowledged all instructions.